Manufacturer narrative:
Date rec'd from MFR: 28aug2019. The manufacturer¿s field service engineer (fse) confirmed the screen was not responding correctly. The fse carried out an inspection and ordered more parts due to cracks and that cause damage to the pixels of the (lcd) liquid crystal display screen. Diagnostic was performed by the engineer. The screen was not responding correctly. When touching screen, the response is approximately an inch away from where the screen is touched. Touch screen calibration also failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit's touch screen was unresponsive. The customer reported there was no patient involvement.